Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It is reported that two months after implantation patient was complaining of severe pain. Tooth #9 implant area was infected and the implant was removed. Symptoms as a result of the event: abscess, pain and inflammation. The site was grafted with allograft together with original implant placement.